Event description:
Pet owner reported finding one syringe with a hole in the barrel prior to injection. Stated, she noticed the hole when the barrel was leaking and she had a difficult time drawing. Stated, she found a second syringe missing the plunger rod prior to injection. Lot: 2213881 catalog: 323001 date of event: unknown samples: yes calling back with lot number cl.

Manufacturer narrative:
Investigation summary not available yet. Once the investigation is completed. Investigations summary will be provided.

Manufacturer narrative:
Correction to h6 (investigation findings, investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.